Event description:
Affiliate reported that the shunt system didn't work so it was necessary to make a shunt revision. The shunt was programmed at 90 mmh2o, however, a test during the operation confirmed the shunt was opened at 150mm h2o. The doctor believes that it must be a block of the shunt.

Manufacturer narrative:
Upon completion of the evaluation it was noted that the investigation did confirm the problem. The valve could not reprogram and did not control the pressure as expected. The serial number of the valve was found, the lot number was found to be cglchw and the product code was 82-3110. Biological debris was the apparent root cause of the pressure and programming test failure. The biological debris noted in the pressure control mechanism stuck the cam to the spring and to the base plate. The thin layer of biological debris noted on the ruby ball surface interfered with a proper seating of the ball on its seat. Review of the history device records confirmed the valve conformed to the specifications when released in stock in november 2006. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complains. At the present time this complaint is closed.